Manufacturer narrative:
Concomitant medical products: dtma1qq crt, implanted: (B)(6) 2019; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a pocket infection with an unknown bacterial source. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. No further patient complications have been reported as a result of this event.